Event description:
The customer reported that summit sample handler, did not pipette sample and did not give an error message. An ortho field service engineer was dispatched and problem was not duplicated. No death or serious injury was associated with this event.